Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not generated by footswitch. Upon further troubleshooting action, field service engineer (fse) found that the due to high temperature the issue was caused. After fse checked the air conditioning and confirmed the footswitch device was working. Hence, no further action will be taken. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred due to the high temperature in the technical room. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray may not generate by the footswitch. The x-ray is intermittent. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.